Event description:
It was reported that during a meniscus repair surgery, the fast fix one side of the t implant for the second device was incomplete. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The t1, suture, and variable depth straw were not returned. The t2 has been deformed by removal of its top half so that only the bottom edge of the implant remains in the needle channel. A functional evaluation could not be performed on the returned device because the t1 has been deployed and the t2 has been deformed. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that storage requirements are specified, and a material certificate of analysis is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the application of improper/excessive force. Based on this investigation, the need for corrective action is not indicated.